Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. The patient was asymptomatic. Programming changes were recommended.